Event description:
This is being filed to report the atrial septal defect (asd) requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with the grade of 4+. The patient had a total of 4 mitraclips implanted; 2 on the mitral valve and 2 on the tricuspid valve. The procedure was complete reducing the final mr grade to 2. As the steerable guide catheter (sgc) was being pulled back across the septum, there was a notable right to left shunt and the patient¿s oxygen saturation started dropping. The physician closed the atrial septal defect (asd) using a non-abbott device and oxygen saturation normalized. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported perforation cannot be determined. The reported patient effect of perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a